Event description:
The target lesion exhibited 99% stenosis, moderate tortuosity and some calcification. The physician advanced a distal protection device and a micro catheter and pre-dilated the target lesion with a 2.5 mm balloon. A 2.5x30mm endeavor sprint stent was deployed at 9 atm to the mid lad and a 3.5x5 mm endeavor sprint stent was deployed at 9 atm in the mid/distal lad, with post-dilatation. Physician then performed ivus review of the stents with no issues observed. The physician attempted to withdraw the protection device and the micro-catheter together, however, the protection device became caught in the 2.5x30mm stent. The stent struts were reported as fractured in the middle and in-folded on the proximal side. The physician freed the protection device using a micro catheter and both devices were withdrawn together. An occlusion was observed at the site of the deployed stents. This was treated by post-dilation at 16 atm. Two other brand stents were then deployed to the lad. Lesion was post-dilated again three times, then confirmed with ivus and the operation was completed. Reference MFR report number 9612164201100236.

Manufacturer narrative:
(B)(4). Results: stent damage, occlusion. Results and conclusions: protection device became caught in the deployed stent. Eval summary: procedural images were provided for review. The images show the pre-dilatation of the vessel, followed by the deployment of the two endeavor sprint stents. The images confirm that the embolic protection device caught within the newly deployed stents. It appears to have lodged within the 3.0 x 15 mm device. Prior to getting caught, it appears to have damaged the proximal three-quarters of the 2.5 x 30 mm stent.